Event description:
It was reported to philips that the c-arm movements were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing vascular procedure. The procedure was completed on another system. It was reported to philips that the c-arm movements were not working. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found piece of cloth had become lodged in the system, causing the arc to lock completely. To resolve the issue, the fse removed most of the cloth using tweezers and a scalpel and after removal, the arc was successfully unlocked with mechanical assistance and moved using the controller. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.